Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that the adc freestyle libre detached from the adhesive during the sensor wear. No symptoms were reported. However customer stated that "some water poured out of insertion hole and sugar fell off". Customer further reported receiving unspecified treatment in the emergency room for "insulin reaction". No further information was provided as the customer disconnected the call and attempts to gather additional information has thus far been unsuccessful. There was no report of death or permanent impairment associated with this event.